Manufacturer narrative:
The insulin pump passed the displacement test, active current test and sleep current test. Blank display not confirmed. Insulin pump failed self-test due to lack of vibration. No vibration caused by moisture damage on the harness assembly vibrator. Pump received with corroded battery tube and spring. Pump received with moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.